Event description:
It was reported that during a stroma procedure, generator shows error message, handpiece code 3. No further information is available. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Eval summary: the handpiece was returned with a loose mount and the nose cone cracked. It was tested on a generator and no error code was noted. During the continuity test, an outgoing message was displayed: "failure between mount and pin 1". The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.